Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2016, 9:00am. The patient manages her diabetes with oral medications, diet and/or exercise. The patient reported that half a day after the alleged product issue began she developed the symptoms of frequent urination, tired and blurred vision. On (B)(6) 2016, 06:04 am she reported taking less food and/or drink. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, there was no misuse of the product and the correct test strips were being used. When the patient pressed the power button the error 2 message did not re appear. The product issue remained unresolved. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.